Event description:
(B)(4). On (B)(6) 2014 I got the essure implanted inside my fallopian tubes. Before I received the implant I did research and read the information that my doctor gave me. Everything seemed fine so I went through with it. In (B)(6) 2015 I notice that I was beginning to gain weight and swelling of my feet and legs, I wasn't doing anything more then what I was normally doing. I always eat healthy and workout so I didn't understand why this was happening. I also was complaining a lot about being tired, and severe abdominal pains and back hurting. In 2016, I started suffering with migraines that would last for like three days at a time no matter what medication I would take the pain wouldn't even subside. I also notice that my hair was severely thin and my hair has never been thin. I suffered with being nauseous, and kept a metal taste in my mouth. On top having all the above going on when my menstrual cycle came it was very painful and heavy. In the month of (B)(6) 2017 I didn't get a cycle I just spotted the entire month in (B)(6) 2017 I bled for 16 days all days heavily and spotted every day after. I consulted with my doctor and the decision was may that I wanted and needed the essure removed. On (B)(6) 2017 I had to get my tubes removed due to the complications of this defective implant essure.